Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with a mentor memorygel, 350cc silicone, breast implant experienced unknown-sided rupture intraoperative. This implant did not contact with patient. Implant was rupture before going into the patient, and surgery was not delayed. No adverse event or patient consequences reported.

Manufacturer narrative:
Suspect device received on march 21, 2024. Device evaluation completed on march 24, 2024. The product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to have a separated material on anterior view measuring approximately 0.9 x 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and no other areas of gel exposure were detected during the analysis. Microscopic examination was performed on the edges of the separated material, and parallel striations were found in an area of the separated material, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the separated material could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).